Event description:
The customer complained of questionable results for multiple tests for 5 patient samples on a cobas 6000 c (501) module. The customer provided an example for 1 patient sample. Of the data provided, there were discrepant ise indirect na for gen.2, gluc3 glucose hk, tp2 total protein gen.2, and alb2 albumin gen.2 results. The initial na result was 132 mmol/l and the repeat result was 138 mmol/l. The initial glucose result was 78 mg/dl and the repeat result was 104 mg/dl. The initial total protein result was 5.4 g/dl and the repeat result was 7.0 g/dl . The initial albumin result was 2.6 g/dl and the repeat result was 4.3 g/dl. The initial results were reported outside of the laboratory. The repeat results were deemed to be correct. There was no adverse event. The na electrode lot number was k52 with an expiration date of 22-jul-2019. The glucose reagent lot number was 35720801 with an expiration date of 31-oct-2019. The total protein reagent lot number was 35822001 with an expiration date of 31-oct-2019. The albumin reagent lot number was 36819501 with an expiration date of 31-dec-2019. The customer stated that the qc was not acceptable for multiple tests. The customer had noticed water on one of the cuvette shields. The field service engineer (fse) found a teflon nozzle tip in the rinse station to be out of adjustment and was causing liquid to be splashed into and on top the reaction cells. The fse replaced and adjusted the rinse unit. The fse flushed and inspected the vacuum system and confirmed that the c (501) module was running within specification. All of the mechanical and operational checks were acceptable. The investigation determined the actions performed by the technician resolved the issue.